Manufacturer narrative:
Evaluation summary: the instrument was returned loaded with a partially fired cartridge. The returned cartridge did have a bent lockout tab, which indicates that the instrument's firing cycle was interrupted, released, and then restarted. When this occurs, the lockout tab on the cartridge becomes damaged. The returned instrument was tested for functionality with a test cartridge and it fired, cut, and all the staples formed as intended.

Event description:
It was reported that the device was used during a liver transplant removal, the device did not cut when fired. The suturing was used. There was no reported pt consequence.